Event description:
Nerve damage vascular damage dry eye deformation ptosis. Esthetician went around my eye socket at 1.5 and high heat. My jaw locked tongue felt weird vessel in temple pounding eye burning ear nerve pain lower back of skull scalp temple eye pain eye swelling. It's been 4 yrs and the pain comes and goes. I lift heavy weights and my temple hurts and my eye swells. I have a visible dent of fat loss on inner eyes one worse than other. I got diagnosed with trigeneral neuralgia and bell's palsy dry eye burns after radio frequency microneedling done by an esthetician that went around my eye with no sr supervision.